Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Investigation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of connection issues with lot 3244644 regarding item #383537. DHR for lot number 4029680 has been reviewed. This lot was built and packaged on nfa line 1 from 03sep2024 through 06sep2024 for a total quantity of (B)(4) units. No related quality issues or process deviations were found. A review of the applicable aeura rm5769 rev27(aa) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva needless connector did not connect. The following information was provided by the initial reporter; translated from portuguese to english: when installing qt, there was a failure in the connection between the nexiva connector and the chemotherapy spout, making it necessary to install a microclave in the nexiva. Materials unavailable. Additional information received on 27 sep 2024: is there any other impact to patient, if yes describe in detail. There was no impact on the patient. Was there any physical damage / defect found in the product? We do not have this information. Was another device required/used to complete the procedure? Yes. How was the procedure completed? It was necessary to install a microclave to continue the procedure. Could you please share any photo sample related to this event? Unfortunately we don't have a photo or a sample, as it was necessary to dispose of it due to contamination.